Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen and shut down in the middle of a case. The customer stated that they had to go behind and turn the power switch off and back on after one minute for it to reboot this process took several minutes but is now back to functioning. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-oct-2022 to 18-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system event viewer logs for this device contained an enormous number of bluetooth errors and found that the bluetooth adapter was enabled. The technical support specialist disabled the bluetooth adapter to fix the crashing. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen and shut down in the middle of a case. The customer stated that they had to go behind and turn the power switch off and back on after one minute for it to reboot this process took several minutes but is now back to functioning. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for component code, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that screen went black due to configration change. A technical support specialist changed the configration to resolve the issue. The system functioned as intended after troubleshooting.